Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer used a correction injection via multiple daily injections (mdi). A replacement pump was arranged to be sent to the customer, who will use manual injections for therapy in the meantime.